Event description:
"E" was initially received via regulatory authority (FDA, reference number: mw5078845) on (B)(6) 2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of medical device removal ("medical device removal") and supraventricular tachycardia ("ventricular tachycardia") in a female patient who had essure inserted. Concomitant products included acetylsalicylic acid (aspirin low), metoprolol, montelukast (singulair), salbutamol (albuterol) and venlafaxine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, 6 years 7 months after insertion and 1 year 1 month after removal of essure, the patient experienced supraventricular tachycardia (seriousness criteria disability, medically significant and life threatening) with heart rate increased. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and supraventricular tachycardia outcome was unknown. The reporter provided no causality assessment for supraventricular tachycardia with essure. The reporter considered medical device removal to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5078845) on 13-aug-2018. The most recent information was received on 03-dec-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of medical device removal ("medical device removal") and supraventricular tachycardia ("ventricular tachycardia") in a female patient who had essure inserted. Concomitant products included acetylsalicylic acid (aspirin low), metoprolol, montelukast sodium (singulair), salbutamol (albuterol) and venlafaxine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, the patient experienced supraventricular tachycardia (seriousness criteria disability, medically significant and life threatening) with heart rate increased, 6 years 7 months after insertion and 1 year 1 month after removal of essure. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and supraventricular tachycardia outcome was unknown. The reporter provided no causality assessment for supraventricular tachycardia with essure. The reporter considered medical device removal to be related to essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.